Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: full backup battery depletion observed in periodic data. The reported event of the system controller not producing an alarm was not confirmed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. The controller produced multiple audible and visual alarms as intended throughout all testing. The provided log file also captured the reported power outage and the associated alarms, and the system operated as intended throughout the data. Available information indicates that the patient is stable and that there were no patient consequences as a result of the event. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The battery can provide enough power to run the pump for at least 15 minutes. The heartmate 3 patient handbook (rev. G, section 2 ¿how your heart pump works¿) instructs users on how to properly perform a system controller self-test. Users are encouraged to perform at least one self-test per day to ensure the function of the controller¿s audible and visual alarms. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with no external power (power outage) conditions. Users are instructed to immediately switch to a working power source. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the building lost power while the patient was connected to the mobile power unit (mpu) and neither the system controller nor the mpu produced any alarm for the event. The system controller and mpu were exchanged.